Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator. The medical surveillance specialist (mss) spoke with the pt on 10/16/2009, and obtained the following info. The pt informed the mss that she contacted lfs because the subject meter initially was powering off during use and three days prior to contact to lifescan, it no longer powered on. The pt reported that the power issue began 6 months prior to contacting lfs; however, was intermittent. Two days later, the pt reported that she was unable to test for 3 or 4 days as a result of the alleged power issue. As a result of the issue, the pt stated that she skipped her morning dose of lantus insulin. Sometime after the issue began, the pt claimed she developed symptoms of feeling dizzy and lightheaded. In response to the symptoms, the pt reported that she went to see her physician. The pt claimed her blood glucose was in the "500 mg/dl" range when tested with her physician's meter and that she was then treated with insulin and IV fluid. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter's battery had been replaced as recommended in the owner's booklet; however, the alleged issue remained unresolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly, was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.